Manufacturer narrative:
Concomitant medical products: biotronik lead product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance. During extraction of the competitor lead, external insulation damage was noted on the lv lead. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.